Event description:
Subsequently to the final report being filed new information was provided stating: the physician believed the coil had fractured due to the imaging under fluoroscopy; however, after further review the coil from the guide wire did not break. Additionally, resistance during removal with anatomy was noted. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product were not performed since the part and lot numbers were not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the anatomical conditions which was reported as a heavily calcified occlusion contributed to the reported failure to advance and difficulty to remove. It is likely that the heavily calcified occlusion caused the failure to advance and the feeling of the wire getting stuck resulting in the difficulty to remove. Manipulation of the guide wire against resistance likely caused the coils spacing to shift causing the appearance of a possible break. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: medical device problem code 1069 removed. Code 1528 added. H6: investigation conclusions code 50 removed.

Manufacturer narrative:
The device was not returned for analysis. A lot history record search and similar incident query were not conducted due to no part and lot number reported on the device. The investigation determined that anatomical conditions contributed to the reported difficulties. It is likely that the heavily calcified occlusion caused issues during advancement and as such caused the tip to become stuck and slightly fracture (break). There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that the ht proceed guide wire was attempted to advance through a heavily calcified occlusion; however, the tip became stuck with the occluded lesion. The tip of the wire became slightly fractured from the core, but still remained in one piece. There was no resistance felt during removal and physician was able to remove the guide wire fully in one piece. Another unspecified guide wire was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.